Event description:
A customer reported to baxter (B)(4) a leaking transfer set. The customer stated the leakage was coming from the tubing. The transfer set had been in use for 3 days. There was no patient injury or medical intervention.

Manufacturer narrative:
(B)(4). This international product is distributed outside the u.s. And does not have a 510k number, but it is being reported as it is the same or similar to a product distributed within the u.s. Evaluation of the device has begun; however, has not yet been completed. Upon completion of the evaluation a follow up medwatch will be submitted.

Manufacturer narrative:
(B)(4). One used transfer set was received with no cap on the spike and no cap on the patient connector in reference to the report of a leak. The transfer set was tested underwater and a leak was noted from a cut approximately 1 and 5/8 of an inch from the sleeve in the closed position. The complaint was confirmed in the lab for leak. A batch review was not performed due to an unknown lot number. Based on the information obtained from baxter's investigation, the root cause of this report was not determined. Baxter will continue to monitor similar reports to determine if further actions are required.